Event description:
It was reported that during a rotational atherectomy procedure, approximately 10 mm of the tip of the wire fractured during the procedure. The separated tip was successfully removed from the patient. Patient status is listed as "okay".